Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 274 mg/dl at the time of the incident. The customer reported that the sensor and the pump are really off. The sensor glucose and the blood glucose are 60 points off. The son blood glucose was saying high and the pump was saying 345 mg/dl and the meter was saying 417 mg/dl. They put the sensor in on wednesday morning. The sensor kept alarming and they had some surgery food last night, but when he went to bed he was ok but then this morning he was getting high blood glucose. The customer reported that last night the meter was saying 270 mg/dl and the pump was saying 465 mg/dl. Later blood glucose was 395 mg/dl and 465 mg/dl. The blood glucose value from reported event was 406 mg/dl. Sensor glucose value from reported event was 335 mg/dl. Patient's blood glucose at time of incident was 465 mg/dl. Patient's current blood glucose was 384 mg/dl. The customer saw air bubbles half way. Sensor glucose was 335 mg/dl and then 280 mg/dl. Blood glucose was 363 mg/dl and on the pump the sensor glucose was 308 mg/dl. The reading was 335 mg/dl on the pump and on his meter the was at 406 mg/dl. Blood glucose was 348 mg/dl and blood drop. The high blood glucose looks to be due to air bubble and a bent cannula. The insulin pump will not be returned for analysis.